Manufacturer narrative:
The user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid auto off safety alarm after not interacting with the pump for a period of time. Blood glucose was 120 mg/dl. Tandem technical support assisted the customer with resetting the alarm from 12 to 24 hours.